Event description:
The customer from (B)(6) reported the event of "some unstained slides from last run". It appeared that the stopcock had become loose, so the field service engineer replaced the stopcock along with the syringe for proper tightness fitting. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient identifier, age or date of birth, sex, weight, ethnicity, and race: patient information has not been provided by the user.